Event description:
The customer reported approximately 1 ml of clenz leaked from the coulter hmx hematology analyzer with autoloader. The customer stated the instrument was generating 'replace cleaner' errors when the leak was observed. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the clenz level sensor was not working and was leaking clenz. The fse replaced the clenz sensor assembly and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).